Event description:
After a crystalens was implanted in my left eye to cure cataract and correct astigmatism, and near and distance vision, my left eye vision deteriorated. Before surgery it was -0.75 + 2.00 x 171, and 8 months after surgery it is -3.00 + 0.50 x 10. The 'hinge' on the crystalens does not work. Those results are due to the failure of the device and to incomplete, contradictory and misleading communication from my ophthalmologist, sadiga stelzner, cd, facs. After consultation with bausch and lomb, mfrs of the crystalens, dr stelzner sent me a check for $4,000 reimbursement for the lens and the cost of the glasses that I now must wear all the time. I urge the FDA to require bausch and lomb to improve its product and to amend its claims for crystalens.